Event description:
From staff: during the set-up process of the stereotactic biopsy, the eviva stereotactic guided breast biopsy system did not pass the test prime and fire. The breast biopsy needle was removed, and a new needle was opened and the set-up process was successful. Lot: e26a26rf. Manufacturer investigating. Manufacturer response for instrument, biopsy, eviva_0913-20 (per site reporter), [redacted].